Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the proximal left anterior descending (lad) artery extending to the ostial left main coronary artery (lmca). A 3.5x28mm synergy drug-eluting stent was implanted to treat the lesion and the deployed stent looked fine. Post-dilation was performed using a 4.0 nc emerge balloon catheter at 16 atmospheres. However, during angiography, a remarkable foreshortening at the proximal segment of the stent was noted. A 3.5x8 non-bsc stent was then deployed to cover the proximal left main and the procedure was completed. No patient complications were reported and the patient's status was fine.